Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician was unable to advance the stylet through right ventricular lead was and the helix was unable to extend. The right ventricular lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of a helix mechanism issue and a stylet insertion issue were confirmed. Final analysis found a complete lead was returned in one piece. X-ray examination of the lead noted the inner coil was over torqued at the connector pin region. The cause of the reported event of a helix mechanism issue was due to blood / tissue in the helix housing, on the inner coil, and over torque of the inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.